Event description:
On (B)(6) 2012, lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The complaint was classified based on the (B)(4) follow up call on (B)(6) 2012. The (B)(4) was advised by the patient of the following: she tests six to eight times a day, her normal readings are usually in the "120 s mg/dl" range, and she uses insulin to manage her diabetes. The patient stated that at an unspecified time on (B)(6) 2012, before driving back home, she decided to check her blood sugar level but that her meter "did not work" due to the alleged issue. Shortly after, at around 4:00pm, she "passed out" and was taken to the emergency room (ER). By 4:30pm, she had "x-ray done and was given an IV glucose". The patient informed the (B)(4) that her blood glucose was tested on the ems meter (unknown device) and obtained a reading of "34mg/dl". During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes.

Manufacturer narrative:
Follow-up #1 (3/28/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dead/low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.